Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for chronic low back pain reported they had a bad fall two months ago, and starting at least three weeks ago they had a change in the stimulation location. It was noted the consumer primarily needed stimulation in their left leg which was how it was programmed two years ago, but starting three weeks ago they were feeling it equally in both legs. During the call troubleshooting was performed and an attempt was made to adjust stimulation, but this didn¿t resolve the issue since on both of the consumer¿s groups they only had one program as active with the other ones being set to zero so it was decided not to increase stimulation as they weren¿t being used. It was further reported that during the beginning of troubleshooting the consumer was unable to switch to group a, but after further troubleshooting they were able to do so noting that at their last reprogramming session it was group b that was configured to cover their stimulation target area and they weren¿t using group a. After the consumer switched groups during the call stimulation was still in both legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient contacted a manufacturer representative and received assistance reprogramming their stimulation properly. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.